Event description:
Allegedly patient dislocating.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Return of this product is not expected. The device code is addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00077 and 00077 and 00076. This event accurred in australia.